Event description:
A customer in (B)(6) reported a misidentification of a bacillus kyonggiensis strain as legionella jamestowniensis in association with the vitek® ms instrument. The customer tested the strain from tsa medium and obtained an identification of legionella jamestowniensis with the vitek ms. The strain was sent to a reference lab that identified bacillus kyonggiensis. There was no patient involvement as the customer is a drug manufacturer using the vitek ms to control the sample sterilization. The customer stated there was no delay or impact to results. Biomérieux requested the last fine tuning report and ecal mzml files from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed for a customer report of the misidentification of a bacillus kyonggiensis strain as legionella jamestowniensis in association with the vitek® ms instrument. The investigation included data gathering from the customer, as well as historical trending. Information obtained from the customer showed the customer's calibrator spot preparation quality was not optimal ("all peaks" values are heterogeneous). Because of this spot preparation heterogeneity, it was difficult to assess the fine tuning status for this system. However, review of the system indicated that it was near the limit which would require fine tuning maintenance. Fine tuning was then performed for the instrument on (B)(6) 2019. On 03-jan-2019 the sample was retested on the vitek ms with new spot preparation and without intervention on the system. The system gave a no identification result. The reference lab identified the sample as bacillus kyonggiensis using 16s rrna amplification. Bacillus kyonggiensis is not present in the vitek ms knowledge base (kb) v3.1. For information, the following system limitation is mentioned in the vitek ms v3.1 knowledge base user manual ref. 161150-564 a: "* testing of species not found in the database may result in an unidentified result or a misidentification." A query was ran for misidentification of bacillus kyonggiensis on vitek ms since january 2016 and did not identify this issue as a trend. Conclusion: non-optimal spot preparation.